Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a vats right superior lobectomy procedure, the stapler made a double-click sound when closing the lever. There was a loud crack when the firing trigger was closed and practically no staples were applied. The staples were either partially closed or not closed at all. A new instrument was opened and worked properly. There was no pt consequence.